Event description:
It was reported that a patient experienced peritonitis and a leak which potentially occurred at the junction of the patient¿s pd catheter and titanium adapter coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient¿s pd catheter (non-baxter product) came apart (location unspecified), and leaked (amount unspecified). The patient tried to tape it back together with duct tape. On an unreported date, approximately one week after the occurrence of the issue, the patient notified the pd clinic and the patient¿s transfer set was replaced with a new transfer set. Four days prior to the receipt of this report, the patient was diagnosed with peritonitis. The patient was not hospitalized for the event. On the same day as diagnosis, the patient received treatment for the peritonitis with intraperitoneal (ip) vancomycin (dose not known). On the following day, the patient received another ip vancomycin treatment and again three days later. Three days after diagnosis, the patient also received ip ceftazidime (1000 mg) and ip gentamicin (dose not known). Four days after being diagnosed with peritonitis, the patient was recovered from the event. The cause of the peritonitis was reported to be due to duct tape wrapped around the patient¿s pd catheter. On an unreported date, the patient was re-trained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.